Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Device evaluation: visual analysis of the returned device identified, opening curved on the anterior, brown particles in the shell, the weight the device within specification and crease fold. A microscopic analysis was performed which identified, one opening crease sharp on the anterior, broken sharp on the posterior, more than 5 striated openings and wear abrasion. Based on the device analysis the final assessment is: 1.) A crease sharp opening on the anterior due to fold flaw opening. 2.) Sharp broken on the posterior assessed as unidentified (tear) opening. 3.) More than 5 striated openings due to surgical damage consist in the use of some surgical tool. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported rupture. The device was explanted. Left side.